Event description:
Report received of the device not sounding an audible alarm tone. The pump was returned to the purchasing department from an unspecified clinical setting with a report of no audible alarm tone. No tracking information was provided, therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events while the device was in clinical use.